Event description:
It was reported that one day post implant, it was noted that the patient's right ventricular (rv) and left ventricular (lv) leads had not been configured as the device's implant detect feature had not been programmed off at implant. Implant detect was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4).